Event description:
It was further reported that the ventricular fibrillation (vf) induction tests done two days after implant were done with progressively lower sensitivities. Detection was good at 0.15mv, but there was no safety margin. The patient will continue to be monitored remotely.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated extravascular undersensing. Analysis of the device memory indicated the impedance trend of the extravascular pacing lead was decreasing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant of an extravascular implantable cardioverter defibrillator (ev-ICD) system, defibrillation threshold testing was performed and undersensing was observed due to suspected air and high impedances were observed. Two days later, testing was conducted again. Undersensing was observed after the first induction and an external shock was administered. The second induction was appropriately detected and shocked as expected. The third induction exhibited undersensing at first and then correctly detected. In addition, some oversensing after premature ventricular contractions (pvc) were noted. The extravascular (ev) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: evx604980s); product type: 0235-ICD; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.